Event description:
The patient was not able adjust stimulation. A power on reset (por) occurred. Additional information has been requested.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: 2009 (B)(6), lead model 3778, lot# v249379031, implanted: 2009 (B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4). (B)(4).